Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal bupivacaine and morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported by the rep that a couple weeks after implant (new system), the patient was not getting good therapy. It was further reported that they tried to do a dye study today and when they attempted to aspirate the catheter, there was a lot of resistance and they couldn't push the dye. The rep stated that they saw a little bit of it pool out during the connector piece to the pump. Technical services asked if there was any volume discrepancy and the rep stated there hasn't been. The rep provided the patient's weight and said it was tough to see on the x-ray. The rep then stated that they were going to follow-up with the doctor. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) clarified that during the dye study only a small portion of the contrast dye was noticeable around the connector to the pump. It was further reported that the physician decided to do an exploration surgery which had not been scheduled to date. The cause of the difficulty aspirating the catheter and the patient getting good therapy was unknown. Actions/interventions taken was a dye study with no success of aspiration. It was noted that the issue was not yet resolved and they are waiting to schedule the exploration surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(6); implanted: (B)(6) 2023. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.